Event description:
Olympus was informed that the video went blank during an unidentified procedure. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report, but, no further details were reported. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. There was no image, no light output on one of the light-guide bundle and no ID data. The evaluation noted corrosion inside the scope connector, in the electrical connector, and on the charge-couple-device-flexible-printed-circuit (ccd-fpc) board which was attributed to the image difficulties. The light-guide lens and the distal end cover were cracked. Additionally, the bending section glue of the referenced device was non-olympus. The referenced device failed the leakage test and the insulation test. This report is being submitted as a medical device report in an abundance of caution.